Event description:
Boston scientific crm received info that the pt implanted with this implantable defibrillation lead expired approximately three weeks post implant. The local area sales representative reported, the pt felt symptomatic when they returned to work. The patient was seen in the emergency room but did not survive. It was speculated that the lead had penetrated the free wall. There was no reported pericardial effusion, however, a hemothorax was observed.

Manufacturer narrative:
No additional info is available at this time. Should additional info become available, this event will be updated.